Event description:
During a gastric dilation procedure, the device perforated the anatomy at the site of schatzki's ring. However, this was not noted until the post procedure endoscopy, which determined the perforation. The consequence to the pt is unk at this time.